Event description:
Boston scientific crm received information that the patient associated with this implantable cardioverter defibrillator (ICD) underwent an initial implant procedure. According to the local field representative (fr), the physician had nearly finalized implanting a competitor's leads when the patient's blood pressure dropped. A code was called and the physician completed the ICD implant while the code team tended to the patient. The fr stated the device was turned on and off multiple times during the procedure to deliver the desired therapy to the patient. The fr noted that despite being programmed to sensitivities of 0.4 millivolts and 0.3 millivolts, some ventricular fibrillation (vf) undersensing occurred, which lead to a diverted first shock attempt. The device then detected and delivered a shock on the second attempt, which then converted the patient's rhythm. The device then resumed pacing. An unspecified time later, the family requested that the device be re-programmed to monitor only. Following this device reprogramming, the patient passed away. The fr was not aware of the official cause of death. There were no physician allegations that the device played a role in the patient's death.

Manufacturer narrative:
At this time, the device has not been returned to crm for detailed analysis. It is assumed that the device was buried with the patient. If additional information becomes available, this report will be updated.